Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Investigation in process.

Event description:
Rep reported that the surgeon was unable to tap the shunt on the floor. It was found to be flowing in the or but when the shunt malfunctioned the patient developed enlarged ventricles. There was no obvious infection found. The device was replaced.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused and occlusion, however when irrigated the flow was normal. The device also failed the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.